Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. Visual inspection identified that the tubing was separated from the inlet port of the middle y-site. Microscopic examination revealed that there was no visible solvent plow ridge or residue on the tubing end. The remaining solvent bonds were then pull tested with no failures noted. The cause was due to a manufacturing issue during assembly. To address this issue, the necessary personnel were retrained and a CAPA has been opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set had its tubing break apart. The tubing broke apart approximately three inches above the second y-site and below the roller clamp. This occurred after the tubing was removed from the infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.